Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose was 2.7 mmol/l at the time of incident. Customer stated blood glucose was high upto 15 to 16 mmol/l. The customer treated for low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does allege over delivery. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states auto mode feature was active. The reservoir will not be returned for analysis.